Manufacturer narrative:
(B)(4). As per manufacturer's subsidiary, the operation was finished without any problems by moving the tubing to the backup pump. By plugging and unplugging the cable connected to the affected small roller pump, this issue improved after operation was finished. This complaint is related to (B)(4) / medwatch #1828100-2017-00081.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display was not shown normally. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Event description:
There was no delay.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) replaced the display as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no display malfunctions while operating the pump to known perfusion techniques. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.